Event description:
The hotline 3 fluid warming set was connected to apheresis tubing of the blood warmer/cobe machine. When the procedure was over and the pt was being disconnected, there was a small blood leak from the cobe tubing. The tubing joins the blood warmer tubing and tight connections.